Event description:
While setting up for sterile procedure, a sterile set of cardinal health, protexis, sterile gloves size 6.5 was opened and found to have several areas that appeared to be breaks in the integrity of the glove and appeared to be a hole. Procedure was stopped.